Event description:
It was reported that this left ventricular (lv) lead triggered an alert for high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that the patient had a recent therapy upgrade from an implantable cardioverter defibrillator (ICD) to cardiac resynchronization therapy defibrillator (crt-d) system in (B)(6) 2026, and this lv lead was implanted at that time. Lv lead trends showed a rise in lv pace impedance measurements from 1,400 ohms in (B)(6) 2026, to a more recent measurement of 1,779 ohms. Left ventricular automatic threshold (lvat) tests were stable with measurements in the 1.2 to 1.4 v range, and there was no evidence of lv noise on these tests. Additionally, lv sensing was optimal. It was noted that the patient was seen in-clinic one week prior to the date of report. Technical services (ts) discussed troubleshooting options and programming considerations. This lv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.